Event description:
The customer reported via phone call that the insulin pump was not bolusing properly. The bolus history was not recording the boluses properly. The insulin pump turned off. The insulin pump alarmed unexpected restart and external error. The customer had neck and should pain and their blood glucose was high. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics. Unable to verify the off no power alarm, or other alarms, bolus anomaly or perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to the blank display. The pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a cracked reservoir tube.